Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much blood was lost (ml)? Not significant did the patient require a transfusion? Not specified was there any patient consequence or change in the post-operative care of the patient as a result of the event? The intervention was prolonged (time not specified), it was used a drainage and the hospitalization was prolonged the analysis showed that the ats45 device was received in good visual condition and a 6r45b cartridge reload loaded on the device. The cartridge was received partially fired and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Model and lot #: ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an appendectomy procedure, while they opened the jaws, the reload fell down into the abdomen. The reload was retrieved by using laparoscopic clamps. Meanwhile, the surgeon detected that the staples of suture line were not properly formed because there was bleeding. The cut line was ok. The suture was re-inforced with manual suture. Another like device was used to complete the procedure. No patient adverse events have been reported.